Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump display went blank and he was experiencing keypad issues. The customer's blood glucose was 344 mg/dl. The customer treated with manual injection. Replacing the battery did not resolve the issues. No damage or corrosion was found. Nothing further reported.